Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient presented remotely via merlin.net transmission; the patient experienced dizziness. Upon review of the transmission, backup operation was observed on the pulse generator. A device restoration was performed successfully. The patient's condition was stable and would continue to be monitored with regular follow-up.